Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained tachycardia and increased counts to the sensing integrity counter (sic). In addition, a lead warning triggered due to high and undefined pacing impedance values. Furthermore, noise oversensing was observed on the lead. The patient received an inappropriate shock due to t-wave oversensing (twos) which also resulted in inhibition of pacing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.